Event description:
It was reported that the calculated parameters of the picco measurement were missing and that the monitor did not post an alarm or advice message. There was no pt injury reported. Draeger reference number: (B)(4).

Manufacturer narrative:
Draeger is still investigation the reported incident. A f/u report will be submitted as soon as the investigation has been completed.